Event description:
Mitchell, b., verrills, p., vivian, d., dutoit, n., barnard, a., sinclair, c. Peripheral nerve field stimulation therapy for patients with thoracic pain: a prospective study. Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12458 summary: relative to the number of patients suffering chronic lumbar and cervical pain, fewer patients suffer persistent thoracic pain. Consequently there is less literature, with smaller sample sizes, reporting treatment of this cohort. Here, we assess peripheral nerve field stimulation (pnfs) as a potential treatment for chronic thoracic pain. Reported events: patient 10: a (B)(6) female patient with peripheral nerve field stimulation (pnfs) for chronic thoracic pain secondary to a po st-epigastric hernia repair experienced burning pain at the implantable neurostimulator (ins) site that eventually prompted them to reposition the ins. The ins site remained painful so the device was ultimately removed. It was noted that the patient was referred to a clinical immunologist/allergist to investigate titanium as a potential allergen. It was noted that eight contact leads, however it was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Fields updated to reflect no complaint against medtronic device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding author reported that the patient was implanted with a non-medtronic device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.